Event description:
The customer reported that the system would not load the program. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted on an onsite investigation. The general purpose operating system board was replaced. The system was tested and operates as intended.